Manufacturer narrative:
The investigation has been completed. No product was returned. To determine the true root cause of the cardiac arrest, the clinical information would need to be assessed in conjunction with evidence from the returned device. As the necessary clinical information was not provided and the device was not returned, the root cause of the was not determined.

Event description:
The complainant had a impella cp pump supported patient who was escalated to the 5.5 after just 19 hours of support and undergoing coronary artery bypass surgery. The 5.5 pump was placed but the patient did suffer from pulseless electrical activity and arrested on the 5.5 pump. The patient had chest compressions and veno-arterial extracorporeal membrane oxygenation emergently placed. The patient remains on for support.